Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. After system start, only "bypass" operating mode was available. The "bypass" mode is a mitigation for different potential failure scenarios. In the bypass fluoro mode the native x-ray image is available. With bypass fluoro, a procedure may be continued with remaining functionality of the imaging system or even be terminated using the remaining functionality. In this mode only continuous fluoroscopy with compromised image quality is available and the acquired scenes cannot be saved and reviewed. During troubleshooting by siemens service, a defective multi display manager (mdm) was found and exchanged, which resolved the problem. The more depth investigation of the exchanged mdm revealed a defective power supply, which caused the problem. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an emergency procedure, the user reported that the large display was dark and the system went into bypass mode. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.